Event description:
It was reported that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation and attempts to program around it were unsuccessful, so this lead was explanted. A new device was implanted. No additional patient effects were reported.